Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in september 2020. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused by failure of the image sensor unit or failure of the internal circuit board of the video connector or system. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation, and the customers allegation could not be confirmed. The bending section cover had a scratch and was chipped, the bending tube ws deformed; due to damage on the lock engagement lever, the bending section could not be fixed firmly; due to looseness of the insertion pipe, the connection between the insertion pipe and control unit was not secured; the video connector had a scratch and was cracked, the video connector case had a scratch, the protector of the universal cord on the control section side had a scratch, the light guide (lg) cover glass had a scratch, the lg connector side had a scratch, the angulation lever had a scratch, the right/left plate had a scratch, the up/down plate had a scratch, the grip had a scratch, the control unit had a scratch, the adhesive on the bending section cover had a chip, switch button one (1) had a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an e226/e227 scope communication error. The issue occurred during preparation for use for a therapeutic procedure, and the procedure was completed with a similar device. There was no report of patient harm associated with the event.